Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose level was elevated. During troubleshooting with tandem technical support, the correction factor setting was checked. Customer had the correction factor setting set at 1:6 instead of 1:60. Settings were updated and customer was given a correction bolus. Followup with customer same day indicated that customer's blood glucose level had improved and customer was doing "fine".